Manufacturer narrative:
The reported event of sensing noise and low r-wave amplitude was not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood tissue. X-ray examination found the inner coil was over torqued, consistent with procedural damage. After cleaning and applying torque to the inner coil, the helix could be fully extended and retracted. The helix was measured within specifications. The cause of the helix mechanism issue was isolated to an over torqued inner coil and clogged helix. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during a follow-up check, noise and low r-wave were observed on the right ventricular (rv) lead. The patient presented for rv lead revision. Fluoroscopy was performed and no anomaly was seen. The physician opted to reposition the rv lead, however, the helix would not extend after multiple attempts. The rv lead was explanted and replaced with a new rv lead. There were no adverse health consequences, the patient was stable.